Manufacturer narrative:
Co rep evaluated the unit. Corrections included performing preventive maintenance and replacement of the unit's filters. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No pt injury was reported.